Manufacturer narrative:
On 25 april 2016 it was prepared a final report with the information already submitted in the initial report.on 27 april 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 22 february 2016. Lot 153619: (B)(4) items manufactured and released on 10 november 2015. Expiration date: 2020-10-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup system, cancellous bone screw flat head ø 6,5 l 20, code 01.26.65.20, lot. 136311: (B)(4) items manufactured and released on 05 february 2014. Expiration date: 2018-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup system, cancellous bone screw flat head ø 6,5 l 25, code 01.26.65.25, lot. 152705: (B)(4) items manufactured and released on 06 july 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During a primary hip surgery, the surgeon reamed the acetabular and put in a medacta versafitcup cc trio with two screws. The surgeon did not like the fit of the cup, so he decided to remove the cup and two screws and use a competitor's cup. The surgery was completed successfully. There are no x-rays. The cup will not be returned.